Event description:
The caller alleged discrepant results when repeated test with inratio. The results are as follows: 5, 9.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 5, 9. Average 7. Stdev 2.83. %cv 40.41. As per internal procedure rev.2 if the %cv is greater than 20%, the criterion is not met. The product will be investigated. Also, as per internal procedure rev.2 section 8.3, if the time elapsed. Exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient.